Manufacturer narrative:
Stripped battery cap (p) coin slot noted. No unresponsive buttons noted. All buttons function properly. No moisture damage or corroded keypad traces noted. The j2 connector at the lcd board was found locked. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's act button was not responding properly. The customer also reported that the device's battery cap could not be removed. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.